Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-12692. It was reported the patient's lead exhibited impedance issues. The lead was subsequently replaced.

Event description:
It was reported that the issue has resolved.